Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified mid right coronary artery. The lesion was predilated with a 2.0x15mm maverick balloon. The physician had experienced difficulty crossing the lesion with the taxus express2 atom 2.25x16mm drug eluting stent when the stent delivery system (sds) became stuck on the guide wire. The physician forcefully attempted to remove 'everything", however the stent had dislodged from the balloon. It was unclear where the stent dislodged. A full body scan was performed, but the stent was unable to be located. It was reported that the sds had been inserted and removed twice prior to the dislodgement. The procedure was completed with balloon angioplasty. No further complications occurred. The pt was discharged the following day. Pt status is satisfactory.